Event description:
Inserter hung up in femoral causing surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, a previous investigation found the cause is attributed to design. A tight tolerance has been identified between the jig bolt driver and insertion handle at the angular off axis portal. Device was implemented in 2006, to reduce the shaft diameter of the bolt driver to allow more clearance in the mating component. A new flexible bolt driver has been designed for easier access and will be released in the first quarter of 2007. No further action taken. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.